Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the event was attributed to patient factors (calcification leading to rigidity of the annulus). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our european affiliate, per the article "aortic annulus rupture and transcatheter aortic valve implantation", immediately after transfemoral deployment of a 26mm sapien valve, a rapid hemodynamic collapse was observed. Transesophageal echocardiography showed a pericardial effusion with right ventricular compression. A surgical drainage was performed and a massive hemopericardium was drained and a sternotomy was performed. An aortic annulus rupture was observed in the non-coronary sinus. The patient was opened, the sapien valve was removed and the aortic valve excised. The annulus rupture was closed by a pericardial patch and an aortic bioprosthesis 21mm perimount magna ease was implanted. The patient came off the cardiopulmonary bypass without difficulty and with a normal haemostasis. Four days post procedure, the patient developed an acute mesenteric infarction and expired. Preoperative CT scan showed a "trigonal calcification leading to rigidity of the annulus with the risk of rupture". The aortic annulus measures 23x26 mm.